Event description:
It was reported that an alert for non-sustained rv oversensing and non-sustained lead noise were observed via remote transmissions. Post-paced t wave oversensing was noted on stored egm. There were no adverse consequences, patient was asymptomatic. Programming changes were recommended.